Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch up cable is broken at the distal clevis hub. The broken cable segment that contains the crimp is still installed in the clevis. The clevis does not exhibit any damage or wear marks. The other cables at the wrist are not damaged. No other damage was found. Failure analysis investigation also found the distal end of the main tube has various scratch marks with light material removal. The scratches are .173 - .327 in length and are not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the broke pitch cable, and the additional finding of tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during reprocessing of the fenestrated bipolar forceps instrument, it was noted that the cable on the instrument had snapped. There was no report that any piece(s) from the instrument fell into a patient and there was no allegation of any patient harm, adverse outcome or injury involving the reported instrument.